Manufacturer narrative:
Nothing in the data analyses indicate any problem with low measurements on abl90. The data show a constant deviation between the abl90 analyzers and the abbott c16000 analyzer (about 3.5 - 4 mm) in the whole range, so it is acceptable to report measurement below 115 mm. But it is not possible to find the root cause of the difference between the two types of analyzers based on the data available in this case.

Event description:
According to the complaint, blood samples from a patient were measured on the abl90 flex analyzer with results for sodium of 107, 106 and 108 mmol/l. Plasma samples were measured on a laboratory analyzer (abbott c16000) giving results of approximately 112mmol/l (109,110,113,112,112,112,112). According to the complaint, all results for sodium were low from both platforms. However the abl90 results were lower than the laboratory's. The customer is questioning the difference in results between the radiometer abl90 flex analyzer and the laboratory device. No death or serious injury was reported related to this complaint. No adverse effect to patient care was reported to the laboratory or to the point of care team.

Event description:
According to the complaint, blood samples from a patient were measured on the abl90 flex analyzer with results for sodium of 107, 106 and 108 mmol/l. Plasma samples were measured on a laboritory analyzer (abbott c16000) giving results of 112mmol/l. Based on the series of measurements, the customer reported the abl90 flex analyzer results as false low.

Manufacturer narrative:
In the initial report, date received by manufacturer, was incorrectly stated to be 04/04/2017. The correct date is 03/28/2017.